Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 540 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose level. Customer was using the auto mode feature. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering the insulin. The insulin pump will not returned for analysis.